Event description:
It was reported that the patient with this pacemaker was experiencing extreme discomfort and pain during automatic or manual interrogations. Boston scientific technical services consultant (ts) referred the patient to the clinic. As of this time, this pacemaker remains in service. No additional adverse patient effects were reported.